Event description:
It was reported that a m.blue (part # fx802t) was implanted during a procedure performed on (B)(6) 2021. According to the complainant, the shunt system was believed to be operated in underdrainage and had adjustment difficulties. The patient underwent a revision procedure performed on (B)(6) 2022. The complaint device was returned to the manufacturer for evaluation. No patient complications were reported as a result of the revision procedure. Age: 6 years, 6 months, height: 118 centimeters (cm), weight: 22 kilograms (kg), gender: female. Same event as medwatch# 3004721439-2022-00295.

Manufacturer narrative:
Investigation: visual inspection: scratches on the outer housing of the valve. Deposits in the inlet and outlet tube. Permeability test: a permeability test has indicated that the valve has a blockage. Adjustment test: the m. Blue valve was tested and is not adjustable throughout the normal range. Braking force and brake function test: the brake functionality test has shown that the brake function is operational, however the braking force cannot be measured due to the non-adjustability of the valve. (See section 2.6). Computer controlled test: to investigate the claim of over/ under-drainage, the opening pressure is measured using a miethke computer controlled testing apparatus which simulates a cerebrospinal fluid flow. Due to the non-permeability of the valve, a computer-controlled test is not applicable. Internal inspection: after dismantling of the valve, deposits were found in m.blue. Results: based on our investigation, we confirm the presence of a non-permeability as well an occlusion in the valve, likely due to the deposits observed inside the valve. As described in scientific literature, the problem encountered is one of the known, inevitable risks of hc-therapy by shunt implants. As described in scientific literature, the problem encountered is one of the known, inevitable risks of hc-therapy by shunt implants. We can exclude a defect at the time of release. The valve met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg. No further regulatory actions are required from our point of view.